Event description:
It was reported by service report that the beds have issues with the load cells. There was no pt involvement and no adverse consequences are reported.

Manufacturer narrative:
Load cell.